Event description:
The manufacturer received a voluntary medwatch (mw5106051) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging severe headaches, "thought it was stress/anxiety", and "extremely tired". Medical intervention was not specified. Additionally, the patient alleged they have "concerned about the material that has potentially entered my lungs". The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.